Manufacturer narrative:
The tip of the instrument was broken off. The tip is braised onto the end of the sheath and upon examination under microscope it was found the soldered connection did not fail; possible cause of the tip breaking off is stress overload or pre-damage, but we cannot confirm.

Event description:
Allegedly, during a cystoscopy stricture procedure, the tip of the instrument broke off into patient. The doctor immediately retrieved piece and went on to complete procedure. There was no injury to the patient.